Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, broken reservoir tube lip, missing reservoir tube-ring and a missing end cap sticker.